Manufacturer narrative:
The paddle lead had lost integrity; several electrodes were dislodged from the paddle and three disconnected electrodes were not returned. Since the patient was explanted due to lead migration and there was no specific complaint about the functionality of the device, the damage to the device was considered as an explant procedure damage and was not considered a failure.

Event description:
A report was received that during a lead revision due to migration, it was discovered that the lead was fractured. It is unknown if the lead was fractured during the revision or prior to the revision. The lead was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision due to migration, it was discovered that the lead was fractured. It is unknown if the lead was fractured during the revision or prior to the revision. The lead was replaced and the patient was reportedly doing well following the procedure.